Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was pulled off the site, but the connector was still inserted into the site. Since the tubing was disconnected from the inserter altogether, the patient was unable to continue using that tubing. This issue occurred with two infusion sets. The patient's blood glucose level at the time of this event was 300 mg/dl. The patient did not notice any damage when the package was first opened and changed out the infusion set to resume insulin therapy. No further information available.